Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after hooking up the device when testing the connections and final measurements. The device had to be disconnected and the ra lead repositioned. The lead remains in use. No patient complications have been reported as a result of this event.